Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose was at 508 mg/dl after getting blood in her infusion set. The customer stated that there has been blood in her last three infusion sets. The patient treated with a 7-unit insulin pump bolus and went for a walk; however, when she returned from her walk her blood glucose was still 508 mg/dl. The customer's blood glucose at the time of call was 457 mg/dl. She treated with a 25-unit manual insulin injection. The customer did not experienced symptoms of hyperglycemia. Troubleshooting was initiated for the insulin pump. The drive support cap appeared normal. The customer was able to prime without incident. However, when the infusion set was inspected the customer found that the adhesive was stuck to the cannula; she was not receiving insulin due to this issue. Further troubleshooting was declined. The insulin pump was not returned or replaced.